Event description:
Vns patient was experiencing an increase in seizure activity. The patient complained that their device was not working and that use of the magnet was not working to abort their seizures. Medication levels are reportedly within normal limits. The patient continues to experience daily tonic-clonic ceizures for 15-20 minutes duration. The patient also reports some memory loss. The patient indicated that their physicians "will not help" and that they would like to have the devices replaced. Fruther follow-up revealed that the patient was hospitalized for seizures monitoring. Device diagnostic testing while hospitalized was within normal limits, indicating proper device function. Changes to drug regimen were implemented upon discharge from hospital. Investigation has been unable to determine whether the patient has experienced an increase in seizure activity above pre-vns baseline frequency. Treating physician cited hipaa regulation as reason for not releasing information about the event to device manufacturer. Based on known device settings, generator battery end of life is not suspected. Review of manufacturing records for the pulse generator refvealed no anomalies that would adversley affect device performance.

Event description:
Further follow-up revealed that the pt underwent vns therapy system replacement. Both the pulse generator and bipolar lead were replaced. It was reported that the septum plug "popped" out of the generator; therefore, the generator was replaced.